Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the anterior tibial artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to the lesion. It was noticed that the balloon had hole in it and when they filled the balloon with contrast, it sprayed out from the balloon. They removed the device and the procedure was completed with another of the same device. No patient complications were noted and patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall 5mm proximal of the distal markerband. There was a scratch to the left of the pinhole. Microscopic examination presented no irregularities in the balloon material and markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the anterior tibial artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to the lesion. It was noticed that the balloon had hole in it and when they filled the balloon with contrast, it sprayed out from the balloon. They removed the device and the procedure was completed with another of the same device. No patient complications were noted and patient¿s status is fine.